Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found a problem with the helium regulator assembly. The fse determined the helium regulator assembly required replacement. Repairs are ongoing and a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an issue with the helium regulator. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that while testing the cs300 intra-aortic balloon pump (iabp) before patient use, the iabp was leaking helium. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that had evaluated the iabp and performed troubleshooting as mentioned in the initial emdr, reported that during testing the iabp it was observed that helium cylinder was emptying so quickly, which was not as per specified range. After the fse finished the necessary check up, finalized that problem was in the helium regulator and it was needed to be replaced. The helium regulator assembly was replaced to fix the reported issue, and the fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.